Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they used a transcutaneous electrical nerve stimulation (tens) unit and felt ¿wacky¿. The patient¿s implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.